Manufacturer narrative:
As received, a complete lead was returned in one piece measuring 52.2cm. Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that during the implant procedure right atrial lead exhibited impedance values exceeding the upper limit. The healthcare provider used a replacement lead to complete the procedure. The patient¿s condition was stable.